Event description:
It was reported that an extension set leaked from the junction of the stopcock and tubing of the device. This occurred during priming. Damage described as a crack or hole was observed in the rigid component. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A visual inspection was performed and noted that the insertion of the tubing into the spin-loc assembly was out of tolerance. Clear passage testing was performed, and the device passed. A functional test was performed in which the instructions on the device's label copy were followed while the device was observed for issues; a leak was found from the junction of the tubing and the spin-loc assembly. Underwater pressure testing was performed, and a leak was found from the same junction. The reported condition was verified, but the cause could not be de determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.